Manufacturer narrative:
(B)(4). One applier of catalog number 543965 auto endo5 ml was received used lot #73c1700518 was confirmed. Additionally, a bag with two clips inside was received. During visual inspection components look well assembled, no anomalies were observed. A functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. Device was fired again several times and a total of 8 clips were able to be loaded and closed correctly without issues. The sample was received with 8 clips remaining in the channel indicating that the end user fired 5 clips. Issue reported by the customer "clips not opening" was not confirmed during the functional inspection. The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded open into the jaws and close with no issues. The device was received with 8 clips remaining in the channel plus 2 clips in a bag, indicating that the end user fired 5 clips. No functional issues were found with the returned device. No further action will be taken. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the clip was already closed when it was loaded into the jaws. Therefore another auto endo applier was used instead. There was no reported patient injury.